Event description:
It was reported that the pulse generator exhibited noise.

Manufacturer narrative:
Should have been (B)(6) 2010 rather than (B)(6) 2010.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.